Event description:
When the circulating nurse went to put the checkpoint stimulator on the table, she discovered that the stimulator was in an unsealed pouch, therefore not sterile. This device was never used. It was returned to the corporate office for investigation.